Event description:
A review by boston scientific technical services (ts) discussed that during the 21 hour daily measurement tested no parameters are modified. Ts discussed the type of information which would be seen when looking at the remote monitoring system and the reason for the markers seen. Ts discussed possibly replacing the rv lead but this was at the physicians discretion.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a remote monitoring report was reviewed and it was noted that the pace impedance measurements were out of range when it comes to this cardiac resynchronization therapy defibrillator (crt-d) and competitor lead. Loss of capture was also noted thus the device was programmed to left ventricular pacing only as the patient had a good underlying rhythm. A review of the report showed no measurements on the left ventricular r wave amplitude and out of range right ventricular r wave amplitude, while the timing was still of the rv channel. The physician wanted to know why no sensing when it comes to the rv r wave. A review by boston scientific technical services (ts) was requested. No adverse patient effects were reported.